Event description:
It was reported that the day after implant, the right ventricular (rv) lead exhibited a temporary loss of capture, and was found to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated stretching and apparent explant damage. (B)(4).